Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported "the alarm did not sound, even if spo2 value under 60." The device was in clinical use at the time the issue was discovered; there was no reported patient injury.

Manufacturer narrative:
The philips field service engineer (fse) reviewed the log and found that the red alarm did sound at the applicable time. The fse confirmed that the alarm was silenced approximately six seconds later. The reported issue was determined to be the result of the customer silencing the alarm, and is not the result of a product malfunction. This was explained to the customer, and they understood the alarm was silenced. The device remains at the customer site. No further investigation is required at this time. The case was logged as a serious injury, but no further information regarding the incident or patient involvement was provided; it is unclear if there was a patient injury or not. The device was in clinical use at the time the issue was discovered; there was no reported patient injury.